Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 7:30pm at his home. End-user stated that he was awake but not responding to verbal commands and his speech was slurring. He was tested with his prodigy meter and got a result of 35 mg/dl which prompted his wife to call ems. No medications or food was consumed by the end-user while waiting for the ems to arrive. Paramedics arrived within approximately 5 minutes, and when tested with the ems meter his blood glucose was 50 mg/dl. The paramedics administered a glucose IV and transported him to the hospital. The end-user was stated that upon arriving at the hospital his blood glucose was around 35-45mg/dl. The dr at the hospital gave the end-user another shot of a glucose solution and he ate a turkey sandwich, apple juice, and 2 containers of vanilla pudding. Prior to discharge the end-users blood glucose was 102mg/dl. He was not admitted and was discharged after about 3 hours from (B)(6) healthcare located at (B)(6). The test strips the caller was using during the date of the medical attention have red desiccants, indicating that the ts may have been exposed to humidity or moisture.